Event description:
Device 3 of 3. Reference MFR report #1627487-2013-19793. Reference MFR report #1627487-2013-19794. It was reported the patient has had an infection since two weeks after the ipg replacement surgery. The patient stated the physician placed a wound drain, but the wound is still draining after several months. The patient has been to his implanting physician multiple times and to other physicians, including the emergency room, but has had no resolution. It was also reported the patient experiences uncomfortable stimulation which stated two weeks after the ipg replacement surgery and has seen the physician, but the issue has not been resolved. The next course of action has not been determined.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.